Event description:
Related manufacturer reference number:2017865-2024-03628. Related manufacturer reference number:2017865-2024-03629. It was reported that the patient had been admitted for a fall of unknown origin. Upon review it was discovered that the right ventricular lead exhibited non-capture. Programming changes were performed while awaiting procedure. During the procedure, it was noted that a small pocket at the medial end of the wound site demonstrated that it may have allowed bacteria into the pocket. The entire system was explanted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.